Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, a system notice indicated that the safety system detected a high level of refrigerant flow and subsequently stopped the injection. The staff rebooted the system without resolution. The case was switched to radiofrequency (rf). The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.